Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory results is unknown. The quality control (qc) was in range at the time of testing. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
A (B)(6) result was obtained when the customer performed the advia centaur xp (B)(6) confirmatory (conf) testing. The patient sample was (B)(6) for (B)(6). The results were questioned by the physician. Pcr (polymerase chain reaction) testing was performed on a redraw sample. The result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00129 on august 2, 2016. On 10/05/2016 additional information: the customer sent three samples (red top, gold top, and edta) for further testing and investigation. The patient samples were run on advia centaur (B)(4) reagent lot 109076 and 109080. Hbt (heterophilic blocking tube) testing was also performed on the samples. Results (index): (B)(6). The samples resulted as (B)(6) with both lots. The only sample that resulted (B)(6) was that of the edta sample with (B)(4) lot 109076. There was not enough volume of this sample to repeat the testing. The index values of the samples decreased further when processed with the scantabodies hbt tube. The decrease in index value is indicative of heterophilic interference. The cause for the discordant (B)(4) confirmatory/(B)(6) results is possible heterophilic interference. The instrument is performing within specifications. No further evaluation of the device is required. The advia centaur (B)(4) assay IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."